Event description:
Litigation alleges pain, discomfort and difficulty ambulating.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 1112497 and 1104199 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Date received by manufacturer- this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 10/28/14 - sales rep reported revision surgery. Patient was revised to address pain. The information received does not change the MDR decision. The complaint was updated on: 11/14/2014.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 1112497 and 1104199 did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.